Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : product/lot information not available.

Manufacturer narrative:
Product complaint # :(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article titled, "clinical, functional, and midterm survival analysis on sigma curved plus ultracongruent polyethylene insert in primary total knee arthroplasty: a retrospective study" written by neelam reddy, mukesh k. Saini, gatttu naresh, ajay thakur, rajesh podili, and jayavardhan reddy published by cureus published 17 november 2020 was reviewed. Doi 10.7759/cureus.11519 the article's purpose was to determine whether an ultracongruent insert provides satisfactory clinical and functional outcomes and midterm survival benefits. Data was compiled from 200 patients with 240 primary tkas utilizing sigma pfc knee system with curved plus inserts. Patella resurfacing was performed in patients with severe cartilage damage in 24 cases.. Cement manufacturer is not identified. Final data set consisted of 224 knees with follow up duration ranging 5-6.5 years. It is noted that some radiographs showed radiolucent lines for 22 patients but no cases of loosening. The article identifies 4 patients with adverse events in table 1. Figure 2 provides intraoperative photos and the caption description does not report any adverse events. Depuy products (sigma pfc): femoral, tibial tray, insert, patella adverse events: patient 1,(B)(6) male, required revision for femoral periprosthetic fracture 18 months post primary. Both components were noted to be loose intraoperatively. Patient outcome post revision is good. Patient 2, (B)(6), female, required revision for infection 27 months post primary. Patient outcome post revision is good. Patient 3, (B)(6), male, required revision for infection 31 months post primary. Patient outcome post revision is good. Patient 4, (B)(6), male, required revision for periprosthetic fracture (anatomical location not provided) 45 months post primary. Noted this patient had severe bone loss and required conversion to hinged prosthesis. Patient outcome post revision is good.